Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately seven weeks post-implant, the implantable cardioverter defibrillator (ICD) was infected and was noted to have eroded through the patient's skin. The ICD system was removed and replaced with a leadless device. No further patient complications have been reported as a result of this event.